Event description:
Customer reports to have a blank display screen. Customer's blood glucose was 137 mg/dl. During troubleshooting, it was found that insulin pump shows no signs of physical damage, insulin pump has not been exposed to moisture; contacts on battery cap are not missing; battery compartment is not damaged or corroded, battery cap had a little corrosion. After troubleshooting, display screen returned. Customer was advised that battery cap will be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.